Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient was hospitalize due to diabetic ketoacidosis and high blood glucose on (B)(6) 2025. The blood glucose level was 27.8 mmol/l and patient initially tried to give multiple boluses but the cannula started leaking while sleeping. The patient had assistance from agent to change the infusion set. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010202 have already been previously tested in the (B)(4) on 30-apr-2025. Test results: the reference samples were visually inspected and tested for air flow. All test results were within specifications as per the test report (B)(4). In additional test reference samples tested for leak under water in found in accordance's with specifications. Device history record (DHR) review: the lot 6010202 was manufactured according to the work instruction (wi) version 74 manufactured in the line 6, on 10/nov/2024, with a total of (B)(4) units. Trending: a query was run in database on 05/may/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6010202 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.